Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) reported the patient was at the emergency room with shocking sensation in her abdomen. A request was made for a manufacturer representative to come and turn her implantable neurostimulator (ins) off. A manufacturer representative was contacted but he was unable to troubleshoot or meet with the patient. No additional information was known. Indication for use was reported as gastric stimulation and gastrointestinal/pelvic floor. Follow up is being conducted to obtain troubleshooting, actions taken, cause of the shocking, and outcome. If additional information is received, a follow-up report will be sent.